Event description:
The customer stated that the paramedics were called out because of her low blood glucose. The customer also stated that she was taken to the hospital two weeks ago and the device was exposed to a cat scan while she was in the emergency room. Troubleshooting was performed. The settings and histories in the insulin pump were correct. The customer stated that the amount of insulin in the reservoir is higher than the amount of insulin on the status screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.